Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned guide wire revealed that the guide wire was returned with blood and contrast visible on the coils. The tip coils were stretched 1.2 cm distal from the center solder for a length of 3.5 cm. The shaping ribbon was sticking out of the stretched out coils for a length of 1.8 cm. The shaping ribbon separated at the tipball. No other damage was noted. The guide wire was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive ductile overload beyond the design limit of the guidewire, causing the shaping ribbon to separate from the tipball. For the guide wire to separate due to ductile overload, excessive pull force needed to be applied. In this case, based on the case description, it appears that it happened during shaping. The forces applied in the attempt to remove the glove and shape the t tip exceeded the strength of the shaping ribbon - tipball joint of the guide wire, which separated. Based on the test results and the case description, the issue appears to be related to circumstances during the procdure and not a quality related issue with the guide wire. The failure appears to be related to the circumstances experienced during the procedure. The lot history record was reviewed. There are no non-conformances associated with this lot number. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: separated guide wire. It was reported that the guide wire tip was being shaped using an insertion tool. Although the glove was wet, the glove was caught within the coils; thus the coils were stretched, starting approximately 1 cm from the tipball, revealing the core inside. The guide wire was not used for the procedure. This event is being reported based on the results of the returned goods lab analysis, which revealed a guide wire separation.